Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with multiple patient receiver (org). Nihon kohden system support engineer remoted in and looked at the server and changed the cns table in the host1000 application to the broadcast model. This resolved the issue. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with the multiple patient receiver (org). Nihon kohden system support engineer remoted into the server and changed the cns table in the host1000 application to the broadcast model. This resolved the issue. Investigation summary: nihon kohden technical support (nk ts) noted that the facility uses lband orgs. Nk ts contacted clinical (cits) to remote into the server, per the customer's request. Cits identified and corrected a host1000 issue. The root cause is determined to be the facility's network environment.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with multiple patient receiver (org). Nihon kohden system support engineer remoted in and looked at the server and changed the cns table in the host1000 application to the broadcast model. This resolved the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with multiple patient receiver (org). Nihon kohden system support engineer remoted in and looked at the server and changed the cns table in the host1000 application to the broadcast model. This resolved the issue. No patient harm reported.